Event description:
Customer reported that it was difficult to activate the safety cap and that the needles were dull. The lot number reported was manufactured in november 2019. No information was received regarding any type of injury because of the complaint.